Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. In (B)(6) 2013 the patient underwent an additional procedure to seal a type 2 endoleak. The physician used a laser to add coils and onyx. On (B)(6) 2013 the patient had a re-intervention for a type 1a endoleak with aneurysm sac growth. The physician implanted an additional suprarenal aortic extension to seal the endoleak. It was recently reported the patient had a follow up computed tomography angiogram (cta) which showed a type 3b endoleak with aneurysm sac growth. A secondary procedure was completed on (B)(6) 2017 to repair the type 3b endoleak. The physician implanted an additional bifurcated stent, an infrarenal aortic extension and two ovation extenders to seal the endoleak. The patient is reported as doing well post procedure. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, a clinical assessment was able to confirm the type 3b endoleak. Additionally the clinical evaluation identified the patient had aneurysm sac growth. The most likely cause of the type 3b endoleak issue of the main body stent was the use of strata material. The event devices remain implanted in the patient and are not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.